Event description:
New information received notes that the patient was stable during and post procedure with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the device was found to be in backup vvi mode due to the device being at elective replacement indicator (eri) status. The device was explanted and replaced.